Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had water inside. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, e1(tel #), g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d10, h6(health clinical & impact)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had water inside.

Manufacturer narrative:
Facility is unknown (initially it is submitted as "other healthcare professional"). Additional point of contact :name - (B)(6). Fse could not duplicate the failure. Additional information was requested from the customer with regard to the repair and status of the iabp, and no repair information nor status of the iabp has been received; however, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.